Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device - one side is starting to penetrate my uterine wall ,') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida on (B)(6) 2013, gravida ii, parity 2, contrast media allergy, acute flaccid myelitis, headache, guillain barre syndrome, pains in legs, pain stomach, iron deficiency anemia secondary to inadequate dietary iron intake, arthritis, pap smear abnormal, sinusitis, asthma, blood pressure high, mood swings, post coital bleeding and anemia. Previously administered products included for an unreported indication: oxycodone. Concurrent conditions included bleeding genital since (B)(6) 2018, ovarian cyst, uterus enlarged, nabothian cyst, adverse drug reaction nos, feeling sick, low back pain, acute sinusitis, chronic bronchitis, difficulty in walking, swelling face and throat swelling. Concomitant products included amoxicillin, cefdinir, doxycycline hyclate, ethinylestradiol; ferrous fumarate; norethisterone acetate (minastrin 24 fe), fluconazole, fluconazole (diflucan), fluticasone propionate (flovent hfa), hydrocodone, ibuprofen, oxycodone since (B)(6) 2018, paracetamol (acetaminophen) and tramadol since (B)(6) 2016. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal) type: ,/bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: ,"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: ,") and allergy to metals ("nickel allergy/nickel allergy -diagnostic post essure"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), pelvic pain ("pelvic pain/pelvic pain") and vulvovaginal mycotic infection ("infection ¿ yeast"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), cyst ("tumor / teratoma / cancer type: cysts"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have neoplasm ("tumor") and teratoma ("teratomas"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, allergy to metals, dysmenorrhoea, dyspareunia, cyst, vaginal discharge, pelvic pain, abdominal pain lower, abdominal pain, neoplasm, teratoma and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cyst, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, neoplasm, pelvic pain, teratoma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in child's date of birth- date of birth (B)(6), have you been pregnant at any time? No. As per pfs. Treating physician recommended essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: total bilateral occlusion; on (B)(6) 2019: bilateral essure devices are present within the uterine cornua. If there is a clinical concern for patency of the fallopian tubes a hysterosalpingogram could be performed for further evaluation. Pregnancy test urine - on (B)(6) 2018: urine pregnancy: negative. Ultrasound pelvis - on (B)(6) 2016: impression: a 2 cm left ovarian cyst. Small follicular cyst on both ovaries. The uterus is enlarged with a smooth contour. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Lab data and concomitant medication added. Events : migration of essure device - one side is starting to penetrate my uterine wall ,infection ¿ yeast were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.